Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported damage to the insulin pump reservoir compartment and o ring was missing. The reservoir was able to lock in place with a tape. Customer had a high blood glucose of 500 mg/dl and treated with insulin pump. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed self test. Device received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o ring, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.